Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. Detailed product information was not provided to bsc. A good faith effort was completed to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that separation occurred resulting in non target embolization. The target lesion was located in the gastroduodenal artery (gda). During the procedure, small fragments of obsidio were identified in the hepatic artery branches after removing the microcatheter. It was noted that an additional larger piece, approximately 5mm, of obsidio broke off from the proximal cap of what was deployed and embolized to a hepatic artery branch during hand injection of contrast through the base catheter in the celiac artery. There were no patient complications as a result of this event.